Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient had a syncopal episode and the patient's head was hit due to the fall. Upon interrogation in hospital, it was found that this pacemaker was in safety mode due to suspected premature battery depletion (pbd). It was noted that there was oversensing of noise while in safety mode which resulted in 12 seconds of asystole. It was also noted that there was an arrhythmia present. A temporary pacemaker was placed, then three days later, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific for full investigation which will be conducted.

Event description:
It was reported that this patient had a syncopal episode and the patient's head was hit due to the fall. Upon interrogation in hospital, it was found that this pacemaker was in safety mode due to suspected premature battery depletion (pbd). It was noted that there was oversensing of noise while in safety mode which resulted in 12 seconds of asystole. It was also noted that there was an arrhythmia present. A temporary pacemaker was placed, then three days later, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific for full investigation which will be conducted.